Event description:
The customer reported that the colleague cxe volumetric infusion pump was alarming air-in-line frequently during use. There was no report from the customer that the air-in-line alarm resulted in any patient injury.

Manufacturer narrative:
The device has been requested by baxter for evaluation, but has not yet been received. Should the pump be received for evaluation, a follow-up report will be filed upon completion of the evaluation or if additional information becomes available.